Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. .

Event description:
A customer reported low values with diagonal downwards trend arrow when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer obtained a scan of 2.3mmol/l (41 mg/dl) and experienced shaking due to the low value. Emergency services were called as well as the hcp who instructed the customer to take honey for the low value. The customer then self-treated with honey per hcp instruction. Hcp contact was made and insulin (dose unknown) was given for hyperglycemia. A blood glucose of 9.2mmol/l (165 mg/dl) was then obtained on the hcp meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low values with diagonal ¿ downwards trend arrow when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer obtained a scan of 2.3mmol/l (41 mg/dl) and experienced shaking due to the low value. Emergency services were called as well as the hcp who instructed the customer to take honey for the low value. The customer then self-treated with honey per hcp instruction. Hcp contact was made and insulin (dose unknown) was given for hyperglycemia. A blood glucose of 9.2mmol/l (165 mg/dl) was then obtained on the hcp meter. There was no report of death or permanent injury associated with this event.